Event description:
The customer reports that one patient sample generated a (B)(6) architect (B)(6) assay result on an architect i2000sr analyzer. The customer provided the following results: architect (B)(6) = 0.2 s/co ((B)(6)). Architect (B)(6) = 0.84 and 0.79 s/co ((B)(6)). Bio merieux (B)(6) = 0.11 vt ((B)(6) is any value of less than 1.0 vt). Architect (B)(6) = 443.2 miu/ml ((B)(6)). There is no impact to patient management reported.

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. Clinical sensitivity was evaluated using a retained reagent kit of lot 46649li00 tested against a commercially available seroconversion panel (biomex). Results met all specification indicating that the assay is performing as expected. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hbc ii assay package insert contains information to address the customer's current issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, (B)(4), that has a similar product distributed in the us,(B)(4). (B)(4).